Event description:
The dental implant gfx3011s was removed on (B)(6) 2017 due to failure to osseointegrate 5 months after implantation. The doctor indicated that local infection at the site of the implant caused the implant removal. The patient has no significant medical history and has been recovered without complications.